Manufacturer narrative:
(B)(4).

Event description:
It was reported during implant the patient experienced a shocking and jolting sensation which turned into a burning sensation on the gluteus at the level of the connection of the lead and percutaneous extension. The physician opened the patient and found that the connection between lead and percutaneous extension was not complete and there seemed to be signs of burning along the extension and screening cable. The connected the lead to the stimulator and were able to restore stimulation and clinical efficacy. There was no injury or adverse event to the patient. Surgical intervention was required. The physician completed the implant procedure and the patient was ok.

Manufacturer narrative:
Product ID 388928, serial# unknown, explanted: (B)(6) 2012, product type lead. (B)(4). (B)(6).

Manufacturer narrative:
Analysis of the twist lock screening cable found no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a procedure the sacral screener was explanted due to a current dispersion at the connection between the lead and percutaneous extension. It was stated there was a shocking or jolting sensation and after that the patient went on feeling a burning sensation on the gluteus (at the level of the connection lead/percutaneous extension). During the procedure, the physician opened the patient and found that the connection between lead and percutaneous extension was not complete and there seemed to be signs of burning along the extension and screening cable. Connecting the lead to the ins they were able to restore stimulation and clinical efficacy. Reportedly, the implant procedure was completed and the patient was ok and recovered without injury. It was reported during the procedure to implant the sacral neurostimulator the physician opened the patient and found the connection between the lead and percutaneous extension was not complete and there seemed to be signs of burning along the extension and screen ing cable. It was reported they were able to find the burned connector because the connector is outside the body, at the level of the twist lock (connection between percutaneous extension and screening cable). There were no signs and symptoms reported related to the event. No tests were performed because the lead was still connected to the screener. Reportedly, the patient was not responding to the device and the patient was still under trial test. It was also reported there was some yellow discoloration on the pins and insulation.